Manufacturer narrative:
Corrected data.

Event description:
It was that power switch in the cast cutter was smoking during a cast removal procedure at the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was that power switch in the cast cutter was smoking during a cast removal procedure at the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.